Event description:
The facility representative reported an infuso.r. Pump with a condition of "not occluding properly." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "not occluding properly" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be an out of adjustment occlusion switch. The occlusion switch setting was adjusted on the mpu board in order to fix the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.